Event description:
Dow silicone implants ruptured. Have never heard on settlement, yet, the one implant was totally empty. Also had the saline then and they ruptured 3 times so rptr said "that's it, I want them out." Rptr has had a lot of problems with health since taken out. Rptr states they were a "guinea pig" first put in 1983.